Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain, and chronic low back pain. It was reported the patient had an issue with a previous pump (unknown issue), and the pump was explanted (B)(6) 2011. The patient was being medicated with dilaudid (unknown dose and concentration). The status of the patient was unknown. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.